Manufacturer narrative:
G2. Foreign: netherlands medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting when the patient contacted to report the rm03 error and the recharger antenna getting hot, they also noted they were unable to charge their neurostimulator, which only had 20% battery at the time of call. Troubleshooting was performed, but the rm03 error persisted. The patient worked with their healthcare provider (hcp) to pick-up a spare recharger the hcp had, but the hcp was not sure whether this spare recharger would work. The following day, the patient reported the spare recharger from their hcp did not work either. In the meantime, their neurostimulator depleted and the patient was in pain due to the absence of therapy. The patient was notified to work with their hcp to make sure the hcp orders a new charging system for the patient. The patient was able to use another nearby patient's recharger to charge their system, and they were then able to receive therapy again over the weekend.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called in to technical services (ts) and saw code rm03 on the controller and the recharger antenna got super hot. Explained that there is something wrong with the recharger antenna, and that the antenna needs to be replaced. Patient already called the hospital but according to the patient, they were not really helping the patient and they were not directly able to arrange a replacement. Technical services called the responsible manufacturer representative (rep) that covers the specific hospital. Rep will contact the hospital regarding the case and pick up the case to help provide the patient with a replacement. Since the patient reported the issue, follow-up cannot be conducted due to european patient privacy laws that prohibit mdt from contacting the patient and logging protected health information.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial#: unknown, product type: recharger. B3: date is unknown. G2. Foreign: netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.